Event description:
It was reported to philips that the system shut down during a leg thrombectomy treatment procedure. The procedure was aborted and rescheduled. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a scheduled lower extremity thrombectomy procedure. The shutdown occurred without prior warning or alarms, and the system remained off until manually restarted. The procedure had progressed to vessel puncture and sedation prior to the shutdown, requiring repeat sedation and vascular access to complete treatment at a later time. A philips field service engineer (fse), with support from national support specialist (nss) and tier 3, performed onsite evaluation. Logfile review identified a gap in recorded data consistent with a complete power loss; no specific system messages were captured during the shutdown interval. At the request of nss and tier 3, the mains power distribution unit (mpdu) control unit was replaced as a preventive rule-out action. Returned part evaluation, including visual inspection and bench testing, concluded no failure found. Further technical assessment identified degraded uninterruptible power supply (ups) batteries (toshiba 4200-25kva) with reduced voltage consistent with end-of-life condition. Power monitoring supported instability related to depleted ups battery capacity. The ups was temporarily placed in bypass mode pending corrective action, subsequently the ups batteries were replaced by a qualified third-party vendor. Post-replacement load testing confirmed stable operation, and no additional unexpected shutdowns were reported. Degraded ups batteries were determined to be the primary root cause of the abrupt power loss and system shutdown. The system was returned to clinical use following completion of corrective actions. The codes were updated based on the investigation outcome.